Manufacturer narrative:
Per the user facility's biomedical engineer, the unit was in standby for an extended period of time, over 24 hours. When he returned, the system was displaying a "system computer needs service" message. He replaced the batteries and the oxygen (o2) sensor as those parts were due for replacement. After he charged up the new batteries there were no issues with the ccm. Per data log analysis, the air bubble detector (abd) log shows that the system was powered up on or before (B)(6) 2019. That is as far back as the logs goes. The ccm eventually ((B)(6) 2019) reported 'error gui process died' which will cause the "system computer needs service" message to display. This can happen on a system that was left powered up for an extended period of time. A power cycle occasionally will likely prevent this from occurring. Most likely there is no hardware issue with the ccm.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'system computer needs service' message. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per the user facility's biomedical technician, the problem never repeated after extensive testing. He cleaned and re-seated the main inter-connect cable inside the central control monitor (ccm) as a precaution. The unit has been working fine since. He also mentioned that the perfusionists never shut down the unit between cases or overnight. Since the unit has been working correctly he decided not to return the part to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.